Manufacturer narrative:
E1: patient city: (B)(6): united states

Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that, the patient was hospitalized on (B)(6) 2024, 2 am in the morning. The insulin pump was in use when the event occured. No further information available.